Event description:
It was reported that on (B)(6) 2024 a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. Two xtw clips were implanted in the mid anterior and septal (a/s) area. The tr was reduced to grade 2. On (B)(6) 2024, the patient was hospitalized with worsening of symptoms due to tricuspid regurgitation, such as lower leg edema, ascites, and dyspnea. In the echocardiogram it was shown that both clips were detached from the septal leaflet and a worsening of tr from grade 2 to 4. There was a minor injury of the septal leaflet observed in the grasping area of the detached clips. In the physician's opinion the detachment occurred due to progression of chronic heart failure. On (B)(6) 2024, the first clip was deployed commissural a/s. Visualization was difficult because of the two detached clips. The clip stabilized the detached clips, but did not enhance the regurgitation. The second clip was deployed above the detached clips in central p/s. Visualization was not satisfactory upon leaflet insertion assessment, but the physician decided to deploy the clip in this position, despite inadequate grasp of the septal leaflet (movement of the leaflet, insufficient tissue bridge). The clip detached from the septal leaflet after deployment. To stabilize this clip another clip was implanted in the commissure of p/s. Tr was reduced from grade 4 to 2-3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and a cause for the reported slda was due to progression of chronic heart failure. Tricuspid valve insufficiency/ regurgitation and tissue injury appears to be related to the slda. The reported heart failure appears to be related to progression of disease. The reported dyspnea and swelling/edema appeared to be related to heart failure. Tricuspid regurgitation, tissue injury, dyspnea, heart failure, and swelling/edema are listed in the instructions for use (IFU) as a known possible complication associated with triclip procedures. The reported hospitalization and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.